Manufacturer narrative:
This product is not marketed in the us. Work order search: one similar complaint type event was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a vticmo 12.6 -9.50/+1.50/100, serial (B)(4), implantable collamer lens was implanted into the patients right eye (od). The reporter states that the same model, power and serial number of this lens (vticmo 12.6 -9.50/+1.50/100, serial # (B)(4)) was shown on the patient chart label inside the box for another lens with vticmo 12.6 -9.50/+1.50/102, serial # (B)(4) indicated on the external box label. The lens remains implanted and it was reported that there is no negative feedback or complaints about the patient's condition.